Event description:
It was reported that the ilet charging pad intermittently stopped charging, with the green charge indicator illuminating and then turning off, resulting in inefficient charging and a low device battery; replacement charging supplies were arranged. Symptoms included none related to blood glucose. Outcomes included no impact to glycemic control, no alerts or alarms, and no need for medical care. Investigation included customer interview and troubleshooting of the external charger and charging process. Investigation of this case revealed a suspected malfunction of the charging pad or associated power transfer leading to intermittent charge interruption. It was concluded, based on previously established findings for similar reports, that the cause was a charging accessory malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.